Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient with atrioventricular block was presented to the facility due to a system upgrade. During the procedure, the right ventricular lead exhibited an insulation anomaly. The lead was explanted as planned.